Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could not link the charger to the ipg and was experiencing difficulty charging. An x-ray was taken and results confirmed that the ipg had flipped. The patient underwent a revision procedure wherein the physician turned the ipg back the correct way and sutured it down. No device malfunction was suspected. The patient was reportedly doing well postoperatively.